Event description:
Device was used in a shuntogram procedure in patient's forearm in 2004. It is unknown if a balloon angioplasty was done at the same time. A purse string knot was done in the graft, with no problems reported. The introducer was not examined by clinicians. Site was dressed and the patient was sent home. Patient came in for dialysis the next day with reported high pressures. Patient was sent home after two hours rather than 4 hours of dialysis. Patient was admitted to the hospital septic the next day with a positive blood culture for sepsis. During prep for dialysis 2 days later, clinician noticed a white piece of plastic was protruding out of one of the insertion areas. Area was cleaned, and the white piece of plastic was removed. Size was approximately 1.4cm. It is unknown if this was a shuntogram or dialysis site. No fluoro or follow up procedures were done. The patient was then dialyzed normally. Pt was discharged from the hospital about two weeks later.